Manufacturer narrative:
Mentor received additional event information that the patient is scheduled to undergo explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Block d6b ¿ explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation of the textured saline device, a tear was observed in the posterior view measuring approximately 1.5 cm. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the tear can be determined at this time. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The lot number is not available, therefore the manufacturing record evaluation could not be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient underwent replacement with mentor smooth round moderate plus profile saline breast implants, catalog # 3502250, left lot-serial # (B)(6) and right lot-serial # (B)(6) on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent an unspecified breast augmentation with unknown 175cc textured mentor saline breast implant experienced right-sided implant deflation postoperatively. The patient reported noticing the deflated breast, and the patient has consulted with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.